Event description:
Pt admitted for removal of breast prostheses implanted in 1989. No specific date available. Pt complains of loss of energy, weakness, loss of hair. Exam reveals baker's 3 capsular contracture of right breast. Left breast soft but MRI shows rupture, each confirmed by pathology.